Manufacturer narrative:
(B)(4). The device was manufactured june 7, 2014 to june 9, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its overpouch. This occurred after filling and before patient use. No additional information is available.